Manufacturer narrative:
RMA issued. Replacement part shipped (B)(4) 2012. Medtronic investigation of returned part involved visual inspection and mechanical function testing of the cannulated tap. As reported, the tap is blocked. A broken off guide wire is visible from the back side of the instrument.

Event description:
A medtronic representative reported that while in a procedure, the solera 6.5mm tap became blocked with bone stuck in the cannula during a spinal fusion procedure. There was no impact on patient outcome.